Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7074679. Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: na, batch: 25871622. Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: na, batch: 26170424.

Event description:
It was reported that the patient underwent a stage 2 implant procedure and the physician noticed that the patients head incisions were infected. The physician explanted the two leads and two burr hole covers because the incision sites from the stage 1 implant procedure did not heal properly. A culture was taken but the culture results were not released by the hospital. The patient was treated with antibiotics and is recovering. The explanted products were not released by the hospital.